Event description:
It was reported that during the atrioventricular nodal reentrant tachycardia (avnrt) procedure, the carto 3 system was utilized. The procedure was not successful with cryo. The physician created the cloud map. Several times the patient had junctional rhythms and then had dissociation. The ablation was stopped but the dissociation continued and the patient received a pacemaker. The patient was then stable. Upon request, additional clarification was provided on the event. The cryo ablation was unsuccessful, therefore the physician continued the ablation procedure with ez steer navigational 4mm catheter. The physician did not create a new map and proceeded with rf ablation. Soon after, the coronary sinus node was accidently ablated, which led to heart block. The patient subsequently received the pacemaker. The bwi field representative confirmed that there was no malfunction with any of bwi products.

Manufacturer narrative:
The lot number reported is 1577602m. Concomitant products: carto 3 system; model #: m-4800-01; serial #: (B)(4). Stockert 70 system; model #: m-5463-01 ; serial #:(B)(4). Two st. Jude medical quadrapolar catheters. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. Since the lot number reported was an invalid lot number, no device history record review could be performed. (B)(4).